Event description:
The caller reported they had an 8perc fail today. The 8perc was received as a part of a cook perc kit. Today at 9:30am this item was placed in a pt by the attending doctor. A pretest was done. As the physician inserted the item the snaphead separated. The item was removed, and replaced with a new 8perc. The failed 8perc was discarded and no lot number was available.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined.